Manufacturer narrative:
As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The reported event was isolated to the exposure of the outer coil in the abrasion zone. The reported event of over-sensing was confirmed.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, oversensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.